Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and a leak was noted from the port where the bag is spiked by the infusion set. A magnified inspection of the spike port was performed and a tear was observed at the spike port weld. The leak at the spike port was also observed during functional leak testing. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) units of 2000ml exactamix eva tpn bags had leaked from the port. This event occurred during preparation of the device. It was further reported that the port had not been manipulated in any way and was still capped. There was no patient involvement. No additional information is available.